Event description:
Note: no patient involvement. Note: the date of event is unknown. It was reported to boston scientific corporation in 2009, that a trapezoid rx lithotripter compatible basket was used during a procedure. According to the complainant, during unpacking, the device was tested by opening and closing the basket. When the basket was closed, the tip broke off. The procedure was completed with a different sized trapezoid rx lithotripter compatible basket.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.